Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 100-133 mg/dl. Additionally, during the load fill tubing sequence the customer did not observed drips of insulin dripping out of the infusion set tubing. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Customer reverted to an alternate pump for insulin therapy.